Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The customer reported that they will not return the defective pcb.

Event description:
The customer reported xdcr fault issue during patient use on the vela ventilator. The customer also reported that the patient was transferred to another ventilator. The customer confirmed that there was no patient harm or injury that was associated with the reported event.